Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, or if any additional information becomes available, a follow-up report will be filed.

Event description:
On (B)(6) 2013, the customer contacted baxter to report that an incident of no flow occurred with an infusor. The infusor did not deliver the drug at all over five days. The incident occurred during patient use; however, there was no patient injury or medical intervention. The actual sample is reported to be available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 130 ml of solution. The reported condition of no flow was confirmed. Visual examination of the unit noted excessive drug precipitate blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.